Manufacturer narrative:
B3 (date of event): 01jan2017 to 31dec2019. D4: possible rpn¿s: c-utpt-1020-wayne-imh, c-utpt-1400-wayne-imh. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a cook wayne pneumothorax catheter experienced chest tube dislocation/dislodgement and air leakage from the incision. The patient was being treated for a spontaneous pneumothorax that had been diagnosed by x-ray. The clinician did not indicate that the patient had a medical condition that would affect the procedure or successful intended use of a drain. The device was placed emergently while the patient was in the emergency department. Prior to the procedure, the patient¿s antithrombotic medication was not adjusted/suspended. No imaging was performed during device placement. The anatomic location where the device was placed was inferior to the nipple in the mid-axillary line via catheter over needle (trocar) technique. The device was successfully placed in the desired location as confirmed by x-ray after placement. Initial drainage attachment was wall suction and initiation of drainage was successfully achieved. Two days after placement, it was discovered that the chest tube had dislocated/dislodged (post-insertion) and air leakage from the incision occurred. The cook wayne pneumothorax catheter was removed and replaced. The patient was monitored in the emergency department and the in-patient care (non-intensive care unit). The patient was discharged twenty-one days after admission. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a - medical device problem code). Investigation ¿ evaluation. It was reported that a cook wayne pneumothorax catheter dislodged from a 73-year-old male patient. The device was used emergently to treat a spontaneous pneumothorax as diagnosed by x-ray. The device was successfully placed on day 0 inferior to the nipple in the mid-axillary line via trocar technique. The catheter was attached to wall suction, and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. Two days after placement, the catheter dislodged, and air leaked from the incision. Then the device was removed and replaced. No other adverse effects were reported. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A lot number was not provided for the complaint device, and cook was unable to complete a sales search as no customer information was provided. Therefore, the device history record could not be reviewed. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed the product labeling. As the lot number was not provided, the most recent instructions for use (IFU), c_t_waynemod_rev5, supplied with wayne pneumothorax catheters were reviewed for information related to the reported failure mode. Per the IFU: ¿9. The catheter and connection drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement¿¿ based on the information provided, no device return, and the results of the investigation, cook has concluded unintended use error as a possible cause for this event. Patient activity and how the device was secured to the patient are unknown. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.